Manufacturer narrative:
(B)(4). Date sent: 5/8/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the same device used for both firings? Yes. Was the device cleaned between firings? Yes. Please provide specific detail on how the device is cleaned between firings? In a pot with nacl. Will the reload be returned with the device? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when the stapler is closed for the first time, a strange cracking sound is heard. Nevertheless released. Lower stomach part cut upper part not. Staples were driven out, but not formed. Second firing with the same stapler-exactly the same situation. Also overstitching. After that they change the stapler. Blauprobe (blue test ) was tight. Patient still hospitalized.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 835c98. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with excess fluid and tissue inside the jaws, and with two gst60g (b and c) reloads present. Both reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. In addition, a tyvek was received along with the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 835c98, and no non-conformances were identified.